Manufacturer narrative:
The customer¿s report of a fluid leak from a torn pump segment was confirmed. Naked-eye and microscopic inspection revealed a jagged tear at the top end of the pump segment, just below the upper retainer ring. The tear nearly bisected the tubing completely. Both upper and lower retainer rings were noted to be in place. There were no distinct signs of damage to either of the fitments. Functional testing was not performed due to the obvious damage. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noticed a puddle of an unspecified fluid below the alaris infusion pump and upon inspection after opening the door of the lvp she could see that the silicon segment was torn or separated at the junction where the silicon segment connects to the blue upper fitment piece that fits into the pump. There was no patient harm.